Event description:
The reason for the call was in the last month or so patient (pt) noticed the controller was having a hard time connecting to the implant and when it did, it took a long time to charge the implant. It used to take 45 min to charge and now it was taking 3 hours. Pt also mentioned their pain increased and mentioned they had an incident in early september where they ended up getting a kick to the back. Pt did not have the equipment with to troubleshoot. Pt will call back. Pt moved and does not have a managing hcp. Provided locator website.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the difficulty connecting the implant and long time to charge the implant was stated. After troubleshooting, the manufacturing representative (rep) mailed a new charging pad and cable. As resolution, troubleshooting the remote (removing battery, inspecting cable, reviewing pad placement) was mentioned. The issue was resolved. The new charging pad seemed to connect better and charge normal speed again.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented event. Patient provided the serial number of the recharger. Agent asked; patient said they don't have the controller with them. Patient will call back once they have their equipment for further troubleshooting. Patient called back with all equipment available for troubleshooting; explained the connection when charging the implantable neurostimulator (ins) will constantly drop, even when they had excellent connectivity and had been sitting still. Agent had patient reset controller by removing the battery pack and plugging into ac power; screen powered on and green light began flashing when battery was reinserted. Patient confirmed no visible damages to controller port or recharger plug/cord. Agent had patient begin recharging the ins - started a passive recharge session; patient confirmed they hadn't charged the ins in a few days, and the battery was likely very low. Patient saw connectivity numbers go from 50 up to around 83 when repositioning the paddle. Patient explained they actually see the no device found screen rather often, so they were familiar with passive recharge mode. They would get no device found scre en even when the ins only had maybe 25% of the battery drained. They did not have issues connecting wirelessly with the controller when the ins was charged and they needed to adjust stim or something. Patient mentioned they thought they had the controller replaced in the past, but not the recharging cord (case history would suggest it was the other way around). Agent sent request to repair and closed case.